Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several cryptic alarms on his controller that lasted for a few seconds. The patient could not identify the alarm as he could not get a look at the controller display. The ventricular assist device coordinator suspected that power cable disconnect alarms were the root cause. The batteries and clips were exchanged but did not resolve the alarms. Log files showed several rsoc invalid faults on the white line which were displayed as power cable disconnected alarms. The patients underwent a controller exchange which resolved the alarms. The pump was running as expected during the event and the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the downloaded and submitted log files; however, the atypical alarms were not reproduced during testing of the returned system controller. The downloaded log file and submitted log file contained approximately 42 days of data combined (08jun2022 ¿ 20jul2022 per the timestamps). The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2022 at 17:12:24 and on (B)(6) 2022 at 18:08:21 due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the white power lead. The driveline was disconnected on (B)(6) 2022 at 21:03:15 to exchange the system controller. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.